Manufacturer narrative:
(B)(4). Review of provided patient x-rays confirms the reported trochanteric bone fracture in vivo. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported a patient underwent a left total hip arthroplasty. She presented for her postoperative office visit with trochanteric pain. Her radiographs revealed a small avulsion at the tip of the greater trochanter on the left. This was treated conservatively. No further information is available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.